Event description:
The customer reported that the transmitter was giving incorrect ECG readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the transmitter was giving incorrect ECG readings. They swapped leads and cables, but the issue persisted. No patient harm was reported. Investigation summary: the device was sent in for evaluation. Evaluation of the returned device confirmed that the unit was experiencing intermittent signal loss. The reported complaint of incorrect ECG and spo2 readings was not observed. As such, a root cause cannot be determined. The customer reported that the issue was still occurring after replacing the transmitter. They have replaced the receiver cards in their orgs with no resolution. It is likely that the cause of the incorrect readings may be related to environmental conditions or use of faulty accessories such as a faulty finger cuff, leads, and electrodes. Failure of the accessories could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. As these accessories were not returned for evaluation, a root cause cannot be determined. The signal loss observed during evaluation is unlikely to be related to the incorrect readings. The reported issue could not be confirmed through evaluation. A serial number review of the reported device does not reveal additional related complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: #1: 01/10/2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt #3 02/04/2021 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Manufacturer narrative:
The customer reported that they are seeing incorrect ECG readings on their transmitter. They swapped leads and cables, but the unit is still reading all leads incorrectly even when on a simulator. No harm or injury was reported. They will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1: 01/10/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 02/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #1: 01/10/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3: 02/04/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #1: 01/10/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #3: 02/04/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #1: 01/10/2021 emailed the customer via microsoft outlook for involved concomitant products: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for involved concomitant product: no reply was received. Attempt #3: 02/04/2021 emailed the customer via microsoft outlook for involved concomitant product: no reply was received.

Event description:
The customer reported that they are seeing incorrect ECG readings on their transmitter.